Manufacturer narrative:
(B)(4). Additional information will be provided once the investigation has been completed.

Event description:
It was reported there was overpressure.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: caused distention\extravasation in the shoulder. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be a defective pressure sensor on the inflow assembly or pressure sensor compromised due to the physical damage the pump sustained. The reported failure mode will be monitored for future reoccurrence. Mfg date: (B)(6) 2015. (B)(4).

Event description:
It was reported there was overpressure.